Event description:
It was reported that a device was used during a low anterior resection. The surgeon could not fire the device during the first attempt. In a second attempt the surgeon was able to fire the device. The surgeon noted that the device cut the tissue but did not staple. The surgeon sutured the distal end and reanastomosed with another device. There were no consequences to the patient.